Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports that electrical contacts of the inform meter appear to be burned and the meter felt warm to the touch. No adverse event reported. A request was made for the return of the device, replacement was sent.